Event description:
Pt's left chest double lumen broviac catheter was fully functioning as of the beginning of the shift on (B)(6) 2014. Rn flushed catheter to heparin lock and take the pt off of the IV fluid as ordered by the physician. Upon initial flush and draw back line was intact. Rn tech flushed remainder of normal saline into the line with no resistance or turbulence and a small hole popped in the side of the catheter exterior to pt below the hub. Rn placed hemostats on left chest broviac to limit blood loss and notified the house supervisor. Sterile dressing placed over the hemostats and insertion site to avoid leaving the site open to air. Surgeon came to assess the line and notified the treating physician at 0935. At 1445, the line was repaired with sterile technique at the cribside and the line was not tampered with for 24 hours, as ordered by physician. Pt subsequently developed a central line infection.